Event description:
The customer reported an odor/smell due to an oil leak with the sterrad nx unit. A female end user had a skin reaction and no medical treatment was needed. The symptoms were resolved by itself. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment evaluated at the customer site. The fse assessed the unit and replaced the vacuum control valve, lamp, oil return/hose, and interface board to resolve the issue. The unit was tested and met specifications. The unit passed the empty chamber test. This is three of three reports from the same facility. See MDR # 2084725-2009-05531 and 2084725-2009-00533.